Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing constant pain at the ipg pocket site when stimulation is turned on. The patient stated the issue has been ongoing for approximately 3 months. It was noted the patient has fallen several times on the ipg site. It was also reported the patient is experiencing overstimulation at the ipg site that travels up through the leads. The patient stated the sensations occur multiple times per day and lasts approximately 1-6 seconds. The patient stated he can smell his skin burning and he has a "funny" taste in his mouth. The patient feels stimulation in both legs. However, when the overstimulation occurs, he no longer feels the stimulation. Subsequently, the patient will undergo surgical intervention regarding the scs ipg as the next course of action.

Event description:
.Additional information identified that prior to this issue the patient's external devices were unable to communicate with his ipg. In turn, the patient lost stimulation. It was also noted the patient experienced weight gain. Troubleshooting was attempted via a sjm representative, but the patient decided to have his ipg explanted and replaced with a different model. Surgical intervention resolved the patient's issues.